Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. D6b - date of explant is unknown. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: 5075960 a patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the entire system explanted at unknown date. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Corrected data g2 - report source.

Manufacturer narrative:
Corrected data: first notification date.